Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that the user continued to fire on the same staple line. The device was autoclaved and auto-washed. No other information is available at this time.

Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during an esophagectomy/gastric tube, upon the second fire for esophagus resection on the mouth side, idrive stopped firing in the middle. Replaced by new sulu, the device worked fine. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired. The anvil clamping mechanism was deformed. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the reported condition may occur of the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.